Event description:
AED deployed on patient. Device did not advise shock. Device operator thought that device should have shocked patient. Second defibrillator deployed with no shock advised. Note: patient also reported to have been in asystole. (B) (4)

Manufacturer narrative:
Evaluation of device pending.